Event description:
The customer reported to olympus, that the bronchovideoscope had scope communication error and no image would display, just pixilated colored lights. The issue occurred during preparation for use for a diagnostic bronchoscopy with lavage procedure that was completed with a similar device. There was a slight delay to replace the scope during intubation processing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed; the scope image had a static e216 error. The additional evaluation findings were as follows: the bending section cover tube had a crack, the insertion tube had dent and the exera identification chip had no data transmission. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the suggested event may have occurred by breakage of image sensor unit. However, we could not specify the cause of the event. Olympus will continue to monitor field performance for this device.